Event description:
The customer alleged questionable results for the roche cardiac troponin t sensitive (tnt) test with one patient sample. The test was run using a cardiac reader, the catalog number and serial number were not provided. The patient was suffering from severe chest pain, extending into the left arm. An ECG examination was unremarkable. The patient was then tested for tnt, with a negative result. At the same time a serum sample was sent to another laboratory for tni testing, with a result of 764.80 ng/l, suggesting a myocardial infarction. The patient was transferred to another facility and tested for troponin t by an unknown method, with a result of 118 ng/dl. The patient was diagnosed with closure of a coronary vessel. The customer stated that, due to the initial negative tnt result, there was a delay in the patient's therapy, which could have led to a life- threatening situation. The patient's current condition is unknown. Retention material of the same lot was tested by the manufacturer, with the results of all measurements fulfilling the manufacturer's requirements. The customer did not return any of the test strips used in the event. They did return frozen serum from the patient. The serum yielded positive results when tested with retention material of the same lot as well as when tested on an elecsys 2010 analyzer. The results of all measurements fulfilled the manufacturer's requirements.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).